Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device.the returned sample revealed that it was received, one detached needle and suture that pertain to product code nw1326. After investigation of the sample, no issues related to breakage suture could be observed. However, short insertion was noted in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.

Event description:
It was reported that a patient underwent a lscs procedure on (B)(6) 2023 and suture was used. Before use on the patient, the suture breakage from swage point was found when it was opened during lscs surgery. Visual inspection was conducted on the returned device.the returned sample revealed that it was received, one detached needle. After investigation of the sample, no issues related to breakage suture could be observed. However, short insertion was noted in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement.no adverse patient consequences were reported. Additional information was requested.